Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that the device exhibited premature battery depletion. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.